Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: saline mentor smooth round high profile 420cc, serial number (B)(4), lot number 5656076, catalog number 3503420. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation primary with a saline mentor smooth round high profile 420cc and experienced deflation on the left breast implant. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 2/21/2020, during visual inspection of the sample, creases were observed on the posterior view. Leak testing was performed in accordance with mentor procedures and it revealed a tear within a crease, measuring less than 0.1 cm. The evaluation determined that the rupture is consistent with a crease fold rupture. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. The second product received (product code: 3503420 and lot number: 5656076) is a concomitant device, therefore no further analysis is required. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. In addition, the date of explantation was (B)(6) 2019. Manufacturer¿s reference number: (B)(4).